Manufacturer narrative:
Additional information can be found in section g6, h2, h10 and h11. A review of the video clip was conducted by clinical development engineer. The following additional information was provided: a portion of the left lower lobe (lll) seems to be missing from the 3d airway tree. The user accepts registration, performs radial ebus workflow, and biopsies the first target (in left upper lobe) with what appears to be a needle, brush, and forceps. The user checks the radial ebus signal intermittently between biopsies. The user puts the vision probe (vp) back in near the biopsy site at one point. The user places three fiducial markers near the first target (~0:35:15). The user turns on fluoro and the heart can be see beating. The user adjusts the arm, then re-registers (~1:08:00) prior to starting to navigate back to first target. The user returns to the main carina, then navigates to the second target in the right upper lobe (rul). The user performs radial ebus workflow, takes some biopsies with forceps, retracts the catheter (~1:24:45) and catheter guide, and then removes the catheter. The swivel connector is disconnected shortly thereafter (~1:25:25), and the monitor images remain unchanged until the end of the video.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. Intuitive surgical. Inc. (Isi) has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. Per an isi advanced failure engineer, a system log review cannot be performed because the system logs are not available at this time. A video file related to the event was received; however, the video data file was corrupted and not able to be viewed. This event is being reported due to the following conclusion: it was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The procedure was aborted and converted to open as the patient needed emergency access for an unspecified reason. A chest tube was placed to address the pneumothorax..

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. The procedure was aborted and converted to open as the patient needed emergency access. The patient required unplanned medical/surgical intervention. A chest tube was placed to address the pneumothorax and the patient was admitted in the intensive care unit. The patient was reported as stable the next day. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.